Event description:
Upon receipt of the device, the user reported that the cannula was removed from packaging and was noticeably curved, where product is normally straight. Since the event occurred upon receipt, there was no pt involvement during this event.